Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Catalog number: only partial catalog number provided as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable, no indication that the lens was explanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: since product was not returned as it remains implanted. The complaint issue reported could not be verified. Manufacturing record review: manufacturing record review could not be performed since serial number is unknown. The search of complaints related this production order could not be performed since serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer had issues with our intraocular lens (iol). The surgeon observed debris on the back of the lens that he had to scrub off with the irrigation/aspiration tip. It was noted that debris was not a fiber and there was patient contact with the debris. No other information was provided.